Event description:
It was reported that a user experienced postprandial hyperglycemia after consuming a large spaghetti meal while using the ilet system, with glucose values rising to 270 mg/dl. The user acknowledged announcing the meal but underestimating the carbohydrate amount and reported no visible issues with the cd infusion set tubing. Symptoms included hyperglycemia. Outcomes included self-resolution with glucose at 226 mg/dl and trending down by the end of the call, no alerts or alarms, and no medical intervention or hospitalization. Investigation included customer interview, review of use conditions, and product use education. Investigation of this case revealed user-related factors consistent with an incorrect meal size announcement leading to transient hyperglycemia, with no evidence of device or infusion set malfunction. It was concluded that the event was attributable to use-related error with appropriate troubleshooting and education completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.